Event description:
It was reported that the t:slim x2 pump battery would not charge, triggering a power source alert. The battery charge was at 55% for over 30 minutes when connected to a usb. There was no adverse impact to the customer¿s blood glucose level. Upon using a tandem wall adapter, the pump began charging almost immediately and reached full capacity, resolving the issue. No further assistance was required.